Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not closed properly. A field service engineer replaced the insep to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to close completely. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.